Event description:
Additional information was received which confirmed that the procedure was not delayed as a result of the reported event.

Manufacturer narrative:
An olympus field service technician inspected the device and confirmed the lamp in the subject device was installed by the customer and it was not an original olympus lamp. The thermal conductive paste was dry and there was a lot of dust inside the device. The field service technician cleaned the device and confirmed it was functioning properly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The device has not been returned for evaluation. The customer has requested a service visit from olympus field service. Once olympus has performed a field service visit and investigation is concluded, a supplemental report will be filed.

Event description:
The customer reported the evis exera iii xenon light source caused a light source error message (e102) to occur sporadically. No adverse effects to patient reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The event can be prevented by following the instructions for use which state: as to the assembly of non-olympus products: [warning] non-olympus equipment can cause instability of the automatic brightness. Olympus will continue to monitor field performance for this device.